Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 474 mg/dl. Customer treated their high blood glucose via insulin pump. Customer performed and passed the displacement test. Customer was advised their basal rates may have been delivered at the wrong time which resulted in high blood glucose. Customer declined to further troubleshoot and felt that was the issue.